Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had received a replacement charging system, however, the pt reported a frequent recharge burden. The physician planned to undertake surgical intervention to address the issue at a future date. Follow up identified the procedure was delayed due to cardiac clearance for the procedure.